Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received ((B)(6) 2024). Analysis of the provided expertise files confirmed the reported behavior: on (B)(6) 2023, a printing error was encountered by the subject smarttouch tablet. In-depth analysis revealed that the observed issue most probably resulted from an error at the level of the smart ECG driver, which appeared during the last bluetooth pairing attempt between the smarttouch tablet and the smart ECG. However, this hypothesis could not be confirmed with certainty. It should be noted that unpairing and pairing back the smart ECG should restore normal functioning.

Event description:
Reportedly, a printing error was encountered.